Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 347 mg/dl at time of incident. Customer's current blood glucose was 74 mg/dl. Customer want to check if he delivered his bolus or not .spoke with customer' s wife and instructed her on checking history, while in history she mentioned her husband experienced a high blood glucose yesterday. Offered to troubleshoot and customer's wife declined. The insulin pump will not be returned for analysis.